Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an infusion set connection leak is confirmed but the exact cause remains unknown. One video sample was provided for evaluation. The infusion set device appears to be shown within patient use; however, the housing is not visible. The extension tubing is attached to an extension set. The extension set appears to be infused with fluid as a bead of fluid leaks at the connection between the infusion set and extension set. The cause of the leak could not be clearly determined from the video provided. Based on the video provided, possible contributing factors include connector damage and connector interference. Since a leak was observed to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the port needle hub leaked. The customer is using a needleless injection cap with the port needle.

Event description:
It was reported that the port needle hub leaked. The customer is using a needleless injection cap with the port needle.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx3455 showed two other similar product complaint(s) from this lot number.